Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual sample upon receipt was only the rear end of runthrough ns. No anomaly such as a kink was found. The total length of actual sample was approximately 59mm. Blue fibrous substances were found at approximately 54mm from the rear end of actual sample. It was inferred that the hydrophilic coating had bunched up which was described in the reported issue was this substance. The ptfe coat had been peeled linearly at approximately 35mm - 45mm from the rear end of actual sample. A component analysis using ft-ir was performed on the blue fibrous substances adhered to the actual sample. It was like the spectrum of cellulose. No cellulose was used in the involved product. In addition, because of inspection in the manufacturing process, it was found that no tool or equipment made of blue cellulose material was used. Ft-ir (fourier transform infrared spectroscopy): an analysis method that irradiates substances with infrared light and measures the transmitted or reflected light for structural analysis and quantitative analysis. Outer diameter of the shaft met the factory's specifications. No anomaly was found. The manufacturing record and the shipping inspection record of the product with the involved product code/lot number had no anomaly found. Past complaint file of the product with the involved product code/lot number has no other similar report from other facilities was found simulation test was conducted. With factory-retained runthrough ns and metal torque device combined, the metal torque device was pulled out and abrasion force was applied. It was found that the ptfe coat of runthrough ns was peeled linearly. Based on the investigation result, it was likely that the blue fibrous substances adhered to the actual sample adhered during the procedure. However, since the details of procedure were unknown, it was not possible to clarify when it adhered. Regarding the cause of the peeling of ptfe coat found at the rear end of actual sample, it was inferred that abrasion force was applied while some hard object (e.g., metal torque device) was in contact with the involved section. However, since the details of procedure were unknown, the cause of occurrence could not be clarified. Ashitaka factory has been making efforts in maintaining the quality of the product by performing following work and inspections: (I) at the product assembling process, 100% visual inspection is performed to confirm that there is no anomaly such as peeling of the outer layer. (Ii) at the time of shipping inspection, visual inspection is performed for each lot to confirm that there is no anomaly such as peeling of the outer layer. (Iii) all workers who enter the manufacturing process wear dedicated dust-free garments and dust-free caps. After removing the attached foreign substances with a hair/dust remover, they take an air shower before entering the manufacturing process. (IV) before the product packaging process, 100% visual inspection of the guidewire is performed to confirm that there is no adhesion of foreign substance. (V) before the product packaging process, static electricity is removed to prevent contamination by foreign substance. (Vi) after the product packaging process, 100% visual inspection is performed to confirm that there is no contamination by foreign substance. For future use, please keep in mind the following warnings described in the instructions for use (IFU). (I) prior to the procedure, carefully examine all equipment to verify its proper function and integrity. (Ii) do not manipulate and/or withdraw the runthrough ns through a metal entry needle, a metal dilator, or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the runthrough ns. (Iii) do not use the runthrough ns with devices which contain metal parts such as atherectomy catheters. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire.

Event description:
The user facility reported that the involved run through wire was used during a percutaneous coronary intervention (pci), and while attempting to pass a catheter onto the back end of the wire, the hydrophilic coating had bunched up and formed a little ball on the wire. Which prevented the catheter passing over the wire. The portion of the back end was cut, and case was processed to be finished. There were no patient issues or injury. The event occurred intra-operative. Additional information was received on (B)(6) 2023: this was a standard pci. The procedure was a success with the only issue being the wire. The physician cut the damaged portion off and was able to continue and succeed. There were no patient issues whatsoever.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the product with the involved product code/lot number confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report of the product with the involved product code/lot number from other facilities. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).